Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. When the catheter was connected, a 6150-sensor error code was observed. The eco cable was replaced with a back-up spare one, and the error was resolved. However, a while later, the same issue occurred and was not resolved. The eco cable was replaced with a back-up spare one, but the issue continued. Though the soundstar eco catheter was replaced, both catheters did not resolve the error. The procedure was continued with only echo image. After that, the procedure was completed with no problems. Two and a half hours after the procedure was completed, the patient¿s blood pressure decreased. Drainage was performed. The patient's condition recovered, and patient improved. As it was venous blood, the physician thought it might have been bleeding from the coronary sinus (cs). Ablation was performed before noting the pericardial effusion. No error messages observed on biosense webster equipment during the procedure. Procedural activated clotting time (act) was over 350. The correct catheter settings were selected on the generator.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31531891l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).